Event description:
The procedure was to change an aortic valve. During the aspiration of the cardiac cavities, the aortic aspiration was incompetent and resulted in a gas embolism in the right coronary. The pt had to be put on respiratory assistance for one hour following bypass becaused of ischemia.